Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the vitrector stopped functioning and an attempt was made to check the condition of the cutter; significantly reduced aspiration was observed along the entire length of the tubing, as well as slowed, improper operation of the cutter during vitrectomy surgery. The surgery was completed on the same day after using a new custom pak. The product contacted with the patient, but no impact to the patient.